Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. Evaluation codes: corrected: there was no patient involvement. Medical products & therapy dates: corrected: concomitant medical products removed. The customer reported low oxygen (o2) supply in the system, low o2 alarm, and referencing the oxygen sensor analog to digital converter (adc) analog to digital converter sample out of range. The manufacturer¿s field service engineer (fse) could not duplicate the reported low (o2) oxygen supply in the system, low o2 alarm, and referencing the oxygen sensor analog to digital converter (adc) analog to digital converter sample out of range issue. During investigation, the fse found issue with o2 fuel cell and submitted the quote for same. However, customer did not approve the quote. The device successfully pass performance specification testing except o2 monitoring. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported low (o2) oxygen supply in the system. There was patient involvement, but no one was harmed.